Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device have been unsuccessful. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad) and hyperlipidemia (hld).

Event description:
It was reported that a 19mm 3300tfx aortic was explanted after an implant duration of eight (8) years, four (4) months, due to thickened leaflets and stenosis. The patient presented with shortness of breath and fatigue. The explanted valve was replaced with a 19mm 11500a valve.

Event description:
It was reported that a 19mm 3300tfx aortic was explanted after an implant duration of eight (8) years, four (4) months, due to thickened leaflets, degeneration, and stenosis. The patient presented with shortness of breath and fatigue. The explanted valve was replaced with a 19mm 11500a valve. The patient was stable at the end of the procedure.

Manufacturer narrative:
H3: device evaluation: customer report of thickened leaflets, degeneration, and stenosis were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated commissure 3 bent inward; heavy calcification was observed on leaflet 1, and moderate calcification was observed on host tissue near leaflet 2 on the inflow aspect and on leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 1 had a 1mm non-transmural tear on the free margin and calcification was evident at the tear. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Mechanical damage marks were observed on the free margin of leaflet 2 at commissures 2 and 3. Damages appeared serrated and did not penetrate leaflets. Sewing ring was cut around leaflet 3.

Manufacturer narrative:
Despite repeated attempts to obtain further information regarding this event, no additional information has been received from the customer at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 2 months due to unknown reason. No other details has been provided.

Event description:
It was reported that a 19mm 3300tfx aortic was explanted after an implant duration of eight (8) years, four (4) months, due to thickened leaflets, degeneration, and severe stenosis. The patient presented with shortness of breath and fatigue. The 3300tfx bioprosthetic leaflets were noted to be stiff and calcific and relatively immobile. A 19 sizer could not be passed through the root given the fibrosis and scarring from previous operation. Surgeon decided at this point to enlarge the aortic annulus to accommodate at least 19mm valve. The explanted valve was replaced with a 19mm 11500a valve. The patient tolerated the procedure well and was taken to cvs ICU in stable, but critical condition.

Manufacturer narrative:
Added information to h6. The most likely cause is patient factors, including coronary artery disease (cad) and hyperlipidemia (hld). Corrected b5.

Event description:
It was reported and learned through medical records that a 19mm 3300tfx aortic was explanted after an implant duration of eight (8) years, four (4) months, due to calcification and degeneration. The patient presented with shortness of breath and fatigue. The explanted valve was replaced with a 19mm 11500a inspiris resilia aortic valve. Per medical records, the patient presented for an elective procedure. She was evaluated recently for exertional dyspnea and found to have severe as. The patient underwent redo avr. Per surgeon, bioprosthetic valve leaflets were noted to be stiff and calcific and relatively immobile. A 19 sizer could not be passed through the root given the fibrosis and scarring from previous operation. The surgeon decided to enlarge the aortic root to accommodate a 19mm replacement valve. The explanted valve was replaced with a 19mm 11500a valve inspiris resilia aortic valve without issue. The patient tolerated the procedure well and was taken to cvs ICU in stable, but critical condition. The patient was discharged from the hospital on pod# 5.